Event description:
In 2001, a pt was brought to this facility by the pt's family member for eval of a profound weight loss. On admission, the pt weighed seventy-five pounds, having lost approx thirty pounds during the previous six months. The pt's medical history included hypertension and hyperthyroidism. The pt was status post a cerebral vascular accident and surgery for management of a thoracic aortic aneurysm. Of note, the pt was reported to smoke several packs of cigarettes per day. Two days after admission, the pt was brought to the endoscopy suite where esophagogastroduodenoscopy (egd) and colonoscopy procedures were performed. Multiple shallow gastric ulcers with friable oozing mucosa throughout were identified during the egd. The colonoscopy was limited because of the presence of liquid yellow stool. A repeat colonoscopy, performed the following day, revealed a tortuous colon with very redundant sigmoid colon. No polyps or masses were identified and the pt was transferred back to the pt's room in stable condition with the plan to have an abdominal CT scan study the following day in order to evaluate the pancreatic region. Approx one hour afer returning to the pt's room, the pt complained of abdominal pain and emesed greenish material with small clots. When stat kub films, ordered by the pt's gastoenterologist, revealed free air in the bowel, the pt was given empiric antibiotics. An abdominal/pelvic CT scan, performed without contrast, revealed intraperitoneal air consistent with a perforated viscus and geographic perfusion abnormality in the liver which was probably related to hypotension and/or sepsis. A surgical consult was requested and the pt was transported to the operating room whree an ileocolectomy was performed to correct a perforation found in the right colon. The pt appeared to be making slow but steady recovery from the surgical procedure, receiving total parenteral nutrition (tpn), six days after surgery, the pt suddenly developed shortness of breath and became severely hypothermic and hypoxic. Pt was intubated and transferred to the intensive care unit and examinations by a pulmonologist, infectious disease specialist and nephrologist revealed that the pt was in septic shock with multi-organ failure. In accordance with the pt's previous wishes as expessed by the pt's family member, palliative, rather than aggressive care, was provided and a "do not resuscitate" order was placed on the pt's chart. The pt remained comatose and was pronounced in 2001, twelve days after admission. Discussions with the gastroenterologist and the assisting nurse revealed that there had been no problem with any of the equipment used during the colonoscopy. Of note, the video-colonoscope had been used earlier in the morning during an endoscopic examination of a pt who was found pulseless in bed at 11:00 am (two hours after the conclusion of the pt's colonoscopy and forty-five minutes after the beginning of this pt's procedure). No equipment defects, however, were identified by the hosptial's biomedical engineering dept.